Manufacturer narrative:
Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No button error alarm noted upon testing.(B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported call that the customer experiencing high blood glucose. It was reported that the customer had blood glucose levels ranged from 20.0 mmol/l to 33.3 mmol/l. Customer had using insulin pump system within 48 hours of reported high blood glucose event auto mode was inactive. Customer treated with insulin form syringe. Customer had symptoms as nausea, vomiting, abdominal pain and dizziness. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. Customer reported that the down arrow on the keypad did not work. The insulin pump will be returned for analysis.